Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate blood glucose measurement. Note: this report is being submitted late due to having to set up the submission portal.

Event description:
The customer's husband reported to (B)(4) that his wife was hospitalized with hypoglycemia. The customer's blood glucose meter was reading high. Attempts were made to obtain additional information, however, no further information is available.